Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product was returned or medical records were provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 161468 oxf twin-peg cmntd fem sm PMA 684620. 154719 oxf uni tib tray sza rm 702920. 159569 oxf anat brg rt sm size 4 PMA 2560161. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had swelling, and a loose knee confirmed by x-rays. Patient experiences a hard time walking and ices to help reduce the pain and swelling. The patient had bloodwork to rule out possible infection and was prescribed medication to help with the swelling, pain, and muscle spasms. Attempts to obtain additional information have been made; however, no more is available at this time.